Event description:
A home patient (hp) reported to global technical services that his transfer set had broken off. On (B)(6) 2010, product surveillance spoke with the hp who clarified that the transfer set separated from the plastic adapter. The hp stated the transfer set had been used since (B)(6) 2010 and the separation occurred mid therapy. The hp stated he was resting comfortably in bed when the incident occurred. The hp stated he was treated with a course of prophylactic antibiotics. The hp reported no infection developed and he has resumed therapy without further issue.

Event description:
It was reported that during the procedure in the diagonal artery, after predilatation, multiple unsuccessful attempts were made to advance the rx mini vision stent system. The inability to advance the stent system was due to vessel characteristics. After the multiple attempts to advance, an attempt was made to remove the stent system from the anatomy and the stent dislodged from the balloon. The stent remains free floating in the distal diagonal artery. There was no intervention to retrieve the stent or compress the stent. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a separation. The report was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause was not determined. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.